Event description:
New information on (B)(6) 2014 notes: it was reported that the device exhibited a diagnostics anomaly upon interrogation. A firmware download was successful and the device was interrogated successfully. The patient would continue to be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. After clearing the diagnostics, the device was interrogated and diagnostics were collecting normally.

Event description:
New information on (B)(6) 2014 notes: it was reported that the pulse generator exhibited a diagnostics anomaly. The physician cleared diagnostics and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information on (B)(6) 2014 notes: it was reported that another diagnostics anomaly occurred. The device download restored normal device function.

Event description:
New information on (B)(6) 2015 notes: the device continued to exhibit a diagnostics anomaly. A software download restored normal device function. The patient would continue to be monitored.

Event description:
New information notes the device was explanted on (B)(6) 2015.

Event description:
New information on (B)(6) 2015 notes: the device continued to exhibit a diagnostics anomaly. A firmware download restored normal device function. The patient would continue to be monitored.

Manufacturer narrative:
Final analysis confirmed that the pulse generator could not be interrogated. The root cause could not be determined.